Event description:
It was reported that this right ventricular (rv) lead was showed a gradual increase in the pacing impedance measurements to the point of being out-of-range of over 2000 ohms. The patient will be evaluated by an electrophysiologist who will decide how to address this pacing impedance issue. This rv lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead has showed a gradual increase in the pacing impedance measurements to the point of being out-of-range of over 2000 ohms. The patient will be evaluated by an electrophysiologist who will decide how to address this pacing impedance issue. This rv lead remains in service and no adverse patient effects were reported. Additional information was received indicating the rv lead was surgically abandoned and replaced due to a product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead has showed a gradual increase in the pacing impedance measurements to the point of being out-of-range of over 2000 ohms. The patient will be evaluated by an electrophysiologist who will decide how to address this pacing impedance issue. This rv lead remains in service and no adverse patient effects were reported. Additional information was received indicating the rv lead was surgically abandoned and replaced due to a product performance issue. No additional adverse patient effects were reported.